Event description:
Patient for a CABG with da vinci robot. Surgeon attempted to use the da vinci bipolar forceps, but they did not work. Circulator checked the electrosurgical unit (esu) and noted that ground pad (return electrode for esu) was not plugged in. Ground pad connected. Surgeon stated there was no noise and the foot pedal was not depressed, but as soon as the surgeon touched the diaphragm with the bipolar forceps, the machine buzzed and the diaphragm had a small burn. Circulator checked the esu and noted that the forceps cable was plugged into two of the three monopolar 2 sockets. Bipolar was plugged into bipolar sockets, machine functioned normally throughout the rest of the case. Patient had two (2) ground pads on, unsure which was the actual lot number involved in event.======================manufacturer response for system,surgical computer controlled instrument, da vinci (per site reporter).======================intuitive representative came to the facility and tested the machine. No issues identified.